Event description:
It was reported that a cardiac arrest and death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient was discharged from the facility with difficulty urinating five days post procedure. Four days later, the patient presented to the emergency room in cardiac arrest and died.